Event description:
See user facility report.

Manufacturer narrative:
Manufacturer just learned of this event from medwatch uf report. Have left message with user to provide information about event and to return product. As of (B)(4) 2010, have not received information or product.